Event description:
This spontaneous case was received on (B)(6) 2014 from a hcp and concerned a (B)(6) female pt. The pt's past medical history included multiple injections with fillers on her lips. Her concomitant medications were not reported. On (B)(6) 2014, in the morning, the pt was injected on her lips with restylane l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine) as a single procedure at a dose of 1 ml for skin cosmetic procedure. The batch number used was reported as 12711 and the expiry date was reported as november 2016. On (B)(6) 2014, at approx 11 pm, the pt experienced pain on her lips. The pt was brought into the clinic at 8 am the following morning and the physician assistant noted that the lower lip was colorless and cold. He immediately injected her with hyaluronidase and applied topical nitro paste. The color was restored after approx 10 minutes. The physician assistant had followed up on a daily basis with the pt for the past 2 weeks. On day 5, the pt presented with epidermal necrosis on the right side of the lower lip and the area below approx two thirds the way down to the chin. The area under the lip went black and started to peel. As of the date of this report, the area was continuing to heal well. The outcome of the event, "lower lip was colorless" was reported as recovered. The outcome of the rest of the events was reported as recovering. The reporter did not provide a causality assessment. No further info was provided. Add'l info is not expected for this report.

Manufacturer narrative:
(B)(6) 2014: the event implant site necrosis assessed as serious and possibly related. The events implant site discolouration, implant site coldness, and implant site pain assessed as not serious and possibly related.